Event description:
Patient reported, a right side rupture. "A lot of pain" and anxiety, due to recall. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, d6(b), h6.

Event description:
Patient reported right side "recalled implant." Patient later reported "implant has ruptured and that there is a lot of pain in her chest and ... Right arm," "implants are making ... Chest feel very tight and it feels like they are digging into ribs." An ultrasound and MRI confirmed a right side "intracapsular rupture." Patient later reported "skeletal muscles breast parenchyma and a fibrous capsule. The capsule show synovial metaplasia and mild chronic inflammation with foamy histocytes and giant cell reaction to silicone particles. The breast parenchyma show columnar cell changes" and "skeletal muscle, fibroadipose tissue and a fibrous capsule with chronic inflammation and focal giant cell reaction and silicon debris" via pathology report. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, and anxiety product/procedure.

Event description:
Patient reported right side rupture, "a lot of pain" and anxiety due to recall. The device remains implanted.